Event description:
It was reported in a medwatch that the patient had a right elbow injury approximately 15 months prior. Patient had surgery at that time and surgeon placed a screw that would dissolve within a few months. Patient did fine until approximately one year later when he started complaining of pain. Parents noticed a strange bulge, as if the screw was about to pop through the skin. He went to the ER where a splint was placed until the ortho clinic could see patient for appointment. At the ortho clinic, it was determined that the patient would have to have surgery to remove the pieces of the screw that had broken down and caused discomfort. The patient had a second surgery to remove the screw fragments and has been doing well since.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.